Event description:
During service evaluation for an unrelated complaint, the service technician discovered that the device's audio alarm was not functioning. There was no reported patient harm. Additional patient information was not available. The unit was sent to engineering for analysis where it was determined that the speaker wire had broken creating an open condition. The unit was then forwarded to service for performance and electrical testing where the speaker assembly was replaced to correct the problem.